Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the exposed end of the PICC catheter broke about 3 cm from the puncture port during use, and the break left in the body was immediately sealed, and the catheter was removed after combining ultrasonography with the removal of the catheter, and the section of the catheter placed in the body was pulled out and examined to see that the section was intact with no residue left in the body. The catheter was removed from the body, and the section of the catheter was intact without residue in the body. The catheter was removed by pressing the ends of the catheter and gently pulling on the tip of the catheter to break at about 3-4 cm.